Event description:
The physician attempted arteriotomy closure with the closer s 6fr. Device following a diagnostic procedure. When deploying the device a lot of pressure was used because the artery was heavily calcified; the device snapped in two. The physician performed a small cut-down in the cardiovascular lab and removed the rest of the device with hemostats. It is unknown how closure was achieved.